Manufacturer narrative:
The pump was received with a button error alarm and an intermittent button response due to corroded keypad traces. The pump was received with a partially broken reservoir tube lip, a reservoir tube missing the o-ring, a minor scratched lcd window, a scratched reservoir tube window, a case cracked at the reservoir tube window corner, and a cracked reservoir tube window.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was holding a baby against her hip and waist. Customer did not notice the pump was beeping until about 30 minutes ago. Customer stated that she was sure that the baby was pressed up against the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.